Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 instrument clips malformed and the instrument could not clip the tissue. Another instrument was used to complete the case. There was no consequence to the pt.